Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, 1 opening assessed, as fold flaw opening. Additional observations: observed, creases on the surface of the device. Observed, white calcification on the surface of the device. Observed, wear abrasion on the surface of the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side "failed deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "failed, deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.